Manufacturer narrative:
Investigation results will be sent in the medwatch report - follow-up #1.

Event description:
"Implantable port placed on (B)(6) 2026. The port was not crimped, but the implantation procedure proceeded without any particular issue. On (B)(6) 2026, the oncology department called regarding a non[?]functional port. On the x[?]ray, the port and the catheter were disconnected. The catheter was located intracardially. On (B)(6) 2026, the catheter was removed in the interventional radiology suite. The port was removed at the same time."